Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button correctly, and the pump display successfully turned on, leading the caller to acknowledge that the button was functioning as intended.